Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted the reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 2 cm cut line for the first and 4 cm cut line for the second indicating the point where the handle compression had stopped. The third is reload was fully fired. Pmv performed functional testing which included the reloads were loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reloads were then applied to test media. All remaining staples were placed and test media was cleanly transected. The reloads¿ interlock was tested and found to function properly. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a laparoscopic transection of the colon procedure, the surgeon went to articulate the jaws and then when going to fire the stapler, was unable to squeeze the handle to advance/fire the staples. The device was removed and a new reload was tried twice with the same issue. Another new handle opened and tried no issues there was no patient injury.